Event description:
It was reported that the patient's generator was replaced prophylactically. The generator was returned. Product analysis was completed on the generator. The eos pulsedisabled byte was set and would not reset thus the system diagnostic test and an output waveform measurement could not be performed. The pa test bench vbat calculation result was 1.665 volts (ifi range 2.41v - 2.74v). The data in the diagaccumconsumed memory locations revealed that 62.222% of the battery had been consumed. Battery showed ifi (intensified follow-up indicator) on (B)(6) 2020. Due to the disparity between the battery voltage and battery consumption value, the pulse generator was opened. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.811 volts, an eos condition. A visual assessment on the pulse generator pcba showed contaminates on the trimmed edge of the pulse generator pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pulse generator pcba. After the trimmed edge of the pulse generator pcba was cleaned, a comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. Based on the pretemp electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pulse generator pcba, which contributed to the supply current conditions. Remaining residual material on the pulse generator pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. Per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.